Event description:
Patient admitted for same day surgery for removal of infuse-a-port reservoir, due to malfunction of port. Upon inspection of the reservoir catheter junction, the catheter was noted to be completely disrupted from the reservoir.